Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 5 was not closing. The customer mentioned that the drawer had been difficult to pull and extend fully to the back cubbies, but this had not been previously reported. The drawer mostly went in all the way but remained extended by approximately 4 inches. The back panel was opened, and no visible obstruction was found. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer 5 was not closing due to bad slide rail. A field service engineer (fse) replaced both slide rails, adjusted the guide rails and ran an open close test in hardware test application drawer was now opening smoothly. The system functioned as intended after the field service engineer repaired the device.